Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.

Event description:
Additional information received indicates that patient restarted antibiotics on (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. As such, the entire system was explanted on (B)(6) 2021. Additionally, the infection was treated with oral antibiotics to address the infection. Reportedly, the patient believes the infection has resolved.